Event description:
It was reported that the patient was having an increase in seizures so their planned vns replacement surgery was moved up. The doctor indicated that the increased seizure rate was worse than pre-vns levels and that it was unknown if there were other external factors contributing and that it was unknown what the relationship of the seizures were to the vns. Diagnostics were okay the patient's generator was replaced prophylactically. Product return is not expected. No further relevant information has been received to date.